Manufacturer narrative:
Block b3: approximated event date since we could not obtain the date the patient passed away additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7140483 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50 serial number:(B)(6) batch/lot number: 7140504 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7099387 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7100634 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The death was attributed to age and unspecified underlying health conditions and was determined to be not device related. However, detailed information regarding the patients specific health conditions and the physicians formal assessment was not available, as the treating physician is no longer affiliated with the practice. No additional information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The death was attributed to age and unspecified underlying health conditions and was determined to be not device related. However, detailed information regarding the patients specific health conditions and the physicians formal assessment was not available, as the treating physician is no longer affiliated with the practice. No additional information has been obtained.

Manufacturer narrative:
Block b3: approximated event date since we could not obtain the date the patient passed away. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7140483. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7140504. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7099387. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7100634. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). The devices have not been returned. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A review of the available information determined that the reported patient death was attributed to age and unspecified health conditions, and no evidence was provided to suggest a device-related cause. Due to the lack of specific clinical details or physician assessment, a definitive cause cannot be established. Therefore, in the absence of device return and analysis the likely root cause could not be established.